Event description:
On february 8, 2022, (B)(4) healthcare was notified of an incident involving a bath bench. The end user's husband stated that the chair "had a catastrophic failure" and submitted one close-up photograph that seems to depict the underside of the bench at the point where one of the legs would connect with the seat, which appears to have been ripped out in some unknown manner. The reporter stated that the failure "crushed her leg in the process," and later confirmed that she sought medical attention and was treated for a sprain and bruises with ibuprofen. The chair was discarded and therefore cannot be returned for evaluation.